Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The dermatome was skipping on the skin when in use.

Event description:
No additional information on event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action was implemented a serial number logbook to correct this issue. The previous repair record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The record review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to 12 march 2019, the device was noted to have been previously repaired once for the unit leaking oil reported on 9 july 2013. The reported event was confirmed by the service technicians who performed the evaluation. On 12 march 2019, it was reported from flinders medical centre that a dermatome was skipping on the skin when in use. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on 12 march 2019 noted that the device had a worn head and that the control bar had some side play. The device was forwarded to zimmer taiwan for further evaluation. Evaluation of the device by zimmer taiwan on 29 march 2019 and found that the reciprocating arm, needle bearing, and external e-ring were all worn. Upon further evaluation, the technician found that the device had been modified such that the neckpiece was held together with two cross screws in two large holes. The technician was unable to dissemble the neckpiece from the housing due to the screws being stuck inside of the holes. The device was sent back to the customer unrepaired due to the modifications on the device. The device was tested and inspected. Reference number (B)(4) on 12 march 2019. While the service technician found that the control bar had some side play, which would indicate that the bar had been moved and therefore prevent the device from properly aligning the blade, it cannot be determined from the information provided as to what caused the issue with the control bar. Therefore, a specific root cause of the reported event cannot be determined. During evaluation of the device, the service technician found that the device had been modified such that there were two large holes with two crossing screws holding the neckpiece and head together. The instructions for use for the zimmer air dermatome (zimmer air dermatome instruction manual rev. 12-10) recommends that the device should be returned to zimmer surgical for servicing and to not disassemble the handpiece. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.